Manufacturer narrative:
The device was manufactured from june 22, 2020 - june 23, 2020. The device evaluation was completed. A visual inspection was performed using the naked eye which noted small drops of fluid inside the housing which suggested a leak may have occurred. Functional testing was performed by filling the device with green colored water. During the fill, leaks were observed coming out at the cracked area on the fill port. The green water leaked out of the cracks area and then leaked inside the housing. No evidence of leak was observed from the bladder during the leak test. The reported condition was verified. The cause of the condition was not determined, however, the cause of the cracks on the fill port may be related to excess force being applied onto the fill port during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor leaked during patient use at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.